Event description:
Literature was reviewed regarding an 81-year-old male patient with dextrocardia and situs inversus who presented with aortic stenosis of non-medtronic prosthetic aortic valve. Subsequently, the patient underwent a valve-in-valve transcatheter aortic valve implantation (viv-tavi) with successful placement of a medtronic 23-mm evolut fx+ transcatheter bioprosthetic valve inside the previously implanted prosthetic valve. The physician/authors described a custom process that was implemented to ensure commissure alignment to accommodate the patient¿s unique condition. The postoperative peak transvalvular gradient was 26 mm hg, with no paravalvular leak or aortic regurgitation. At a 30-day follow-up, the was noted with no paravalvular leak and a peak transvalvular gradient of 29 mm hg. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: chiu et al. Valve-in-valve tavi in a patient with dextrocardia, situs inversus, and challenging commissural alignment. Jac c case rep. 2025 oct 24:105833. Doi: 10.1016/j.jaccas.2025.105833. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.